Manufacturer narrative:
The bed was tested per quality control procedures on (B)(4) 2011 and met specifications. On (B)(6) 2011, the bed was placed with the pt. On (B)(6) 2011, after the complaint investigation kci was able to confirm that the bed would not rotate to prone. The cause for the malfunction was at the foot actuator.

Event description:
On (B)(6) 2011, the nurse reported that the rotoprone had a power issue after the pt had an x-ray completed. The nurse reset the bed but the power issue did not resolve. They were not able to prone the pt. There was no reported pt injury. On (B)(6) 2011, after the complaint investigation kci was able to confirm that the bed would not rotate to prone.